Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Reportedly, the device was accidently deployed while maintaining the guide wire through the device. The electronic prostyle instructions for use (IFU) states: remove the perclose prostyle device over a 0.038¿ guide wire and insert an appropriately sized introducer sheath. In this case, it is unknown if the reported violation of the IFU contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall or the guide wire left in after deployment. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 10f sheath hole prior to a pulsed field ablation (pfa) procedure. Reportedly, the prostyle device was accidentally deployed while maintaining the guide wire through the device, not removing it before commencing deployment steps. The suture was deployed successfully; however, there was some difficulty retracting the prostyle device towards the end as the device was periodically stuck. The prostyle device was retracted until the guidewire exit port was visible above skin. The guide wire could still be advanced and retracted through the port; however, the prostyle device could not be fully pulled out of the vessel. After some time and a further nick and spread the prostyle device came free. No aforementioned damage to the guidewire or prostyle device was noted. The vessel was closed successfully with the suture of the same prostyle device and no further intervention was needed. No harm came to the patient and clinical delay noted during procedure as to figure out how to safely remove device. No additional information was provided.